Event description:
Boston scientific received information that there was a discrepency when it comes to this devices longevity and magnet rate reading. The devices outputs were reprogrammed and the device longevity showed an acceptable value. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was returned and a review of the memory shows that battery status on (B)(6) 2012, the day of explant was "good" with a magnet rate of 90 paces per minute. Longevity calculations noted that the nominal longevity with the ventricle amplitude at 2.5v was 7.5 years. At the time of the call to technical services the device had been implanted for 6.4 years, or 85% of the nominal longevity. The minimum allowed is 75%. Seeing <0.5 years remaining would not be unexpected. When the ventricle amplitude was lowered to 2.2v the nominal longevity was 7.6 years, a slight increase due to lowering the energy output. The longevity remaining could adjust upward slightly as well so seeing 1 year remaining after lowering the amplitude would not be unexpected. Laboratory analysis concluded that the longevity adjusting upward at the follow up when the ventricle amplitude was lowered to 2.2v from 2.5v was normal expected behavior. The gas gauge will not update until the next charge times are taken. The device met specification.

Manufacturer narrative:
Additional information received noted that this device was explanted. To date, this device has not been returned for analysis. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.